Event description:
The hcp reported that the volume expected in the pump reservoir was 22.5 mls; however, the actual volume withdrawn was 33 mls. The hcp further provided that the pump was last refilled 7 months ago with 40 mls of morphine sulfate and that dosage levels have been adjusted since refill. It was also reported that the pt feels she is not getting adequate pain relief and that the pt has not heard any alarms. The hcp has been supplementing the pt with oral medication. Device troubleshooting is being considered. A follow-up report will be sent if add'l info becomes available.